Manufacturer narrative:
(B)(4). The returned product consisted of a rebel stent delivery system (sds) with stent. The stent was microscopically examined. The balloon was loosely folded with the stent secured between the markerbands. Microscopic examination revealed that the stent has a bent strut 6mm from the proximal markerband. The tip is damaged. Inspection of the remainder of the device revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 12mm x 3.50mm rebel stent was advanced to treat the lesion. However, it was noted that the stent struts were frayed at the distal end. The procedure was completed with another 12mm x 3.50mm rebel stent. There were no patient complications reported and the patient was discharged.